Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the compact air drive device was loose, had low power and the housing was cracked/damaged. The device also failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt and general condition. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.